Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz5310 and lot# 24099479 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd pressure rated extension set incorrectly connected and came apart. The following information was provided by the initial reporter: when using extension set during CT scan, there was a blow apart because the extension set was not attached correctly.